Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. There was no abnormities or issues with the patient connector and the green cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection which was manifested by nausea, vomiting, and diarrhea. The patient reported ¿the cap¿ was loose and fell off during set up; however, the patient used the cap ¿anyway¿. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event, reported as ¿several courses¿, (completed). At the time of this report, the patient outcome was reported as ¿symptoms have cleared up¿. Action with pd therapy was not reported. No additional information is available.